Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the unit does not turn on unless the consumer holds the power button. No additional information provided.